Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected due to a fluid loss since a small pinhole in the cylinder was observed. It was also reported there was a bulge in the right cylinder. The patient developed a curvature due to cylinder herniation. The physician performed a repair of the corporal body using cook medics graft on left corporal to manage a small plaque he felt contributed to the curvature. The entire ipp was explanted and replaced. There were no additional patient complications.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, this device was thoroughly analyzed. The first cylinder was microscopically inspected and had wear at a fold in the distal, middle and proximal end of the cylinder, broken fabric from wear was identified in the middle of the cylinder. The first cylinder did not pass the leakage testing due to a bulge when inflated with syringe. The second cylinder was microscopically inspected and had wear at a fold in the distal, middle and proximal end of the cylinder. The second cylinder passed the leakage testing. Both rear tip extenders passed visual inspection. The momentary squeezed pump (ms) passed the visual inspection, leakage, and functional test. The reservoir passed the visual inspection and leakage test. The spherical reservoir passed visual inspection and leakage testing.

Event description:
It was reported that this inflatable penile prosthesis (ipp) was not performing as expected due to a fluid loss since a small pinhole in the cylinder was observed. It was also reported there was a bulge in the right cylinder. The patient developed a curvature due to cylinder herniation. The physician performed a repair of the corporal body using cook medics graft on left corporal to manage a small plaque he felt contributed to the curvature. The entire ipp was explanted and replaced. There were no additional patient complications.